Manufacturer narrative:
Eval summary: the complaint device was not rec'd for eval. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. No root cause could be determined. Add'l info was requested via phone on (B)(6) 2011. Citation: sacco, a.j. (2011). Contact lens - associated infiltrative keratitis and multipurpose solutions. Contact lens spectrum, 26 (4), 40 - 45. (B)(4). This report was mailed to FDA on: (B)(4) 2011. (B)(4).

Event description:
Literature report by andrew j. Sacco in contact lens spectrum (B)(6) 2011, an optometrist reported a pt who experienced burning, tearing eyes and foreign body sensation following the use of this product. He reported slit-lamp examination revealed non-staining infiltrates in both eyes and +1 conjunctival injection in the right eye. He reported the pt discontinued contact lens wear and he treated the pt with artificial tears and an anti-inflammatory corticosteroid drop in both eyes four times a day. He noted at the pt's two week f/u appointment she has no infiltrates and her corneas were clear. He stated she was placed on a hydrogen peroxide based contact lens solution and new silicone hydrogel contact lenses. He reported upon f/u she was symptom and infiltrate free. This report is for three of three patients associated with this literature article.